Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer thought that the pump was more sensitive to occlusions and reported that the pump was exposed to a temperature change (removing from body and replacing against body) just prior to the occlusion alarm. The customer was to try to avoid such temperature changes with the pump.